Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was missing pixels on the pump touchscreen display. There was no impact to the customer's blood glucose level. It was indicated that customer would continue to use the current pump for diabetes management.